Event description:
The filter used for this infusion was taped in place as it is very loose. Apparently the tape came undone and the filter disconnected from the IV tubing causing the chemo agent to spill out onto the patient and his bedding. Between 5 and 50 cc was spilled on the patient.